Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
Caller reportedly received the following results on a performa meter, compared to a professional meter, within 10 minutes: 305 mg/dl (performa) and 145 mg/dl (professional meter).